Event description:
A savi reflector was placed on may 18 next to a breast clip left during an MRI-guided biopsy for dcis/adh (ductal carcinoma in situ/atypical ductal hyperplasia). Due to the extreme pain of the procedure and apparent lack of local anesthesia used, I expressed concerns about the placement but was patted on the head and reassured. When I was given a lumpectomy to remove dcis on june 1 none of the lesion was removed, none at all, because the savi had been placed way too far away from the lesion due to issues with the placement procedure. I will have to repeat the procedure entirely, and while this occurs sometimes that there are dirty margins that have to be removed, it's very rare to entirely miss the lesion and it was because the placement did not include proper pain management or informed consent and so the savi was mis-located. Savi was not placed correctly and this has caused a need for a new procedure.